Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 98-116mg/dl fasting. Verified the strips expired 8/14/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: with 310mg/dl on (B)(6) 2015 07:29:00 pm. Customer does have the date and time properly set on the meter. Customer has another true track meter serial number (B)(4) which he used the same true track strips lot #rs4611. Customer purchased a new meter thinking his original true track meter was not working properly since he opened his current continue of strips on (B)(6) 2015.